Event description:
During an atrial fibrillation ablation procedure, a cardiac effusion occurred and a pericardiocentesis was performed to stabilize the patient. Midway through the case, after isolating the left veins, a cardiac effusion was noted. The patiients blood pressure was a bit low. The case was stopped, all catheters removed, and a pericardiocentesis was performed to stabilize the patient and was monitored overnight.

Manufacturer narrative:
Additional information: d9, g3, h2. H3. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.